Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. See h.10.

Event description:
It was reported that during use with a bd vacutainer® ultratouch¿ push button blood collection set blood splatter occurred after retraction. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was a small spray of blood that landed on the pad under the patient¿s arm and on the nurse¿s gloved fingertip after retracting the butterfly needle. Additionally, on (B)(6) 2020 the customer provided the following additional information: thank you but I believe we have resolved the issue. It was a lack of education and the nurse¿s were using the device improperly unknowingly. We have received an educational sheet from your product representative which highlighted the error on our part. Thanks you for following up though.

Manufacturer narrative:
Correction: d2 medical device manufacturer: becton, dickinson & co., (bd) g2: manufacturing location: becton, dickinson & co., (bd) h3 other text : see h10.

Event description:
It was reported that during use with a bd vacutainer® ultratouch¿ push button blood collection set blood splatter occurred after retraction. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was a small spray of blood that landed on the pad under the patient¿s arm and on the nurse¿s gloved fingertip after retracting the butterfly needle. Additionally, on (B)(6) 2020 the customer provided the following additional information: thank you but I believe we have resolved the issue. It was a lack of education and the nurse¿s were using the device improperly unknowingly. We have received an educational sheet from your product representative which highlighted the error on our part. Thanks you for following up though.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set, medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® ultratouch¿ push button blood collection set blood splatter occurred after retraction. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that there was a small spray of blood that landed on the pad under the patient¿s arm and on the nurse¿s gloved fingertip after retracting the butterfly needle. Additionally, on 2020-10-19 the customer provided the following additional information: thank you but I believe we have resolved the issue. It was a lack of education and the nurse¿s were using the device improperly unknowingly. We have received an educational sheet from your product representative which highlighted the error on our part. Thanks you for following up though.